Event description:
A (7) month follow up from the index procedure demonstrated in-stent stenosis of the left renal artery stent with stent strut fractures. Direct stenting was perfomred in the left renal artery. There was no info about the characteristics of the vessel. There were no complications noted and pt was sent home without thrombolytics. Seven months later the pt became hypertensive and an angiogram was done showing intimal hyperplasia. There was 70-80% in-stent stenosis of the left renal artery stent and also found were stent strut fractures in the inferior aspect of the left renal artery. Balloon angioplasty was performed. Pt tolerated procedure well and vessel was wide open at the end of procedure.